Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) resolved an issue with main half-height sub drawer 4.2, which failed in hardware test application mode due to an open/close sensor fault. Replaced the sensor, verified drawer responsiveness, and performed a final test successfully. Pharmacy technician recovered and inventoried the drawer. All cable and leds were inspected and found in good condition. Network plugs were replaced, and a rear bumper kit was installed. Preventive maintenance was completed, including cleaning and checking connections. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.